Event description:
It was reported that the procedure was to treat an unspecified artery but there was tortuosity during the cross over through the iliac artery. The 5.0x150mm absolute pro self-expanding stent system (sess) stent partially deployed after its release. There was no issue with the deployment mechanism. The absolute pro was removed and a new absolute pro sess was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the retuned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the torturous anatomy and/or manipulation of the device resulted in the noted device damages (multiple sheath kinks, wrinkled sheath, sheath chatter marks indentations) thus restricting the shaft lumens from moving freely preventing the stent from fully deploying; thus resulting in the reported difficult or delayed activation. There is no indication of a product quality issue with respect to manufacture, design or labeling.